Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -9.5 diopter was implanted upside down into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively implanted and removed due to the lens being implanted upside down. There was patient contact but no injury. The problem was resolved. Reportedly, "no signs/symptoms."